Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm and they experienced low blood glucose. The customer¿s blood glucose was 6 mmol/l to 7 mmol/l and the sensor glucose was 3.8 mmol/l. The customer¿s blood glucose was 2.9 mmol/l and the sensor glucose was 4.2mmol/l to 4.9 mmol/l. Insulin delivery was suspended due to sensor glucose verses blood glucose difference. Sensor glucose value that triggered the suspend on low and suspend before low event was 3.8mmol/l. Blood glucose value associated with the triggered suspend event was 2.4mmol/l. Sensor glucose and blood glucose difference was not within target range of glucose difference. Troubleshooting was performed. The sensor will not be returned for analysis.